Event description:
Related manufacturer reference number: 2017865-2022-40672. It was reported that the patient presented for a generator changes procedure. During procedure, it was noted that the right ventricular (rv) lead exhibited failure to remove from the pacemaker which led to operation issue. The rv lead was explanted and the pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.